Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 42 mg/dl. Customer reported that pump continued to give him insulin while in auto mode when his glucose was already low. The customer did not indicate how they treated for the low blood glucose. There was no indication that customer was assisted with troubleshooting.